Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional three mitraclip devices referenced is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage (01106u166). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. Imaging was challenging due to the patients rotated heart. The clip delivery system (cds) (01112u131) was advanced to the mitral valve and grasping was performed. However, the clip failed final arm angle three times. The clip was not implanted and was removed. Another clip was advanced and implanted on medial in a2/p2. To further reduce mr another clip (01106u166) was advanced, however the clip, got caught in the chordae for approximately one minute. When the clip was freed from chordae and a new flail was observed on a2. The clip was deployed in a2/p2. A residual jet remained. In an attempt to treat the new leaflet flail, the clip (01027u391) was advanced to the mitral valve; however the leaflets could not be grasped on lateral a2/p2 or medial a1/p1. It was difficult to see the posterior leaflet when under the valve. The clip was not implanted and was removed. The patient remained stable. A total of two clips were implanted. Mr remained unchanged at 4+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this issue. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The reported patient effects of mitral valve injury (unspecified tissue damage) and mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedure. All available information was investigated and a conclusive cause for the reported difficult to remove could not be determined in this complaint. The reported poor image resolution appears to be due to challenging patient anatomy. The reported unspecified tissue damage was due to the reported difficult to remove. The reported mitral valve insufficiency/ regurgitation was likely an outcome of leaflet flail. The reported unspecified medical intervention appears to be a result of case specific circumstance as one additional clip was prepared for implantation. There is no indication of a product issue with respect to manufacture, design or labeling. Na.